Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness since implant. The patient was in intermittent heart block, preventing the implantable pulse generator (ipg) from switching pacing modes. The ipg was reprogrammed and the symptoms resolved. The ipg remains in use. No further patient complications have been reported as a result of this event.